Event description:
During a product evaluation it was observed that the patient is not receiving proper oxygen and the oxygenation level's have been in the 70's when noticed mask was not in its proper place. The clinician put the mask back on him correctly and his saturation levels increased quickly. There was no injury or complication reported.